Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had received no delivery alarms. The customer¿s blood glucose level was 12.2 mmol/l. Customer stated that they have tried all remedies. Customer troubleshoot was performed. Customer was advised to that the insulin pump will need to be replaced and to retrieve and save insulin pump settings and to revert to backup plan. The insulin pump will not be returned for analysis.